Manufacturer narrative:
The device history records for the device were reviewed for and identified no deviations or anomalies. Product was not returned and therefore no conclusions can be made as to the current condition of the product. This device is used for treatment. The device had a potential field age of approximately 12.5 years with an unknown usage history at the time of the reported incident. The most likely root cause of the reported issue cannot be determined as it could not be reproduced.

Event description:
It is reported that during an intramedullary tibial nailing procedure, the distal portion of the intramedullary reamer fractured. X-rays confirmed that all pieces were removed from the wound.